Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported to cardinal health that they performed a breast implant surgery on (B)(6) 2019 where patient came back with a major infection of gordonia bronchialis confirmed by lab testing dated (B)(6) 2020. Per customer, the bacteria is usually not a bacteria that humans can catch and there is no medication for humans when infection is discovered. The customer could not confirm the suspected source of the infection. This case used a cardinal health breast pack sba30bripf. Patient received IV antibiotics though customer could not confirm the name of the antibiotic. Currently patient is doing fine.

Manufacturer narrative:
Supplemental report is being filed since the results of investigation are available. On 2019-10-24, (B)(4). There were inspections performed for this work order. There were 7 production inspections performed and 0 quality inspections performed. There were no defects noted during the inspections. No non-conformances were issued during the manufacturing of this work order. There were no additional picks performed for this work order. There is no return to stock (rts) information provided for this work order. The affected component and lot number is unknown, no sample available. A review of the sterilization process for the sba30bripf ensemble breast kit associated with work order (B)(4) was performed. The work order was sterilized on two sterilization loads (j82123 and j82163) in november 2019 at the sterigenics santa teresa contract sterilizer utilizing the validated ethylene oxide sterilization process. The batch records associated with these sterilization runs were verified for proper sterilization. There were no issues noted in the sterilization runs that would impact the processing and sterilization of the kits on the loads - no abnormalities occurred during the sterilization process chamber runs and all parameters were met on the cycle for both loads. The cardinal health presource ethylene oxide (eo) sterilization cycle has been developed and validated according to FDA recognized industry standards including ansi/aami/iso 11135:2014 (medical devices ¿ validation and routine control of ethylene oxide sterilization). Microbiological performance qualification (mpq) studies have been executed for the sterilization process as required by the standard to demonstrate a minimum sterility assurance level (sal) of 10-6 for all components within the kit. As part of the validation for the ethylene oxide overkill process, a biological indicator containing highly resistant spores of the ethylene oxide indicator organism bacillus atrophaeus was used with at least a minimum population of 1.0x106 (million spores) or greater and at least a minimum of deo value of 2.6 minutes or greater. Bacillus atrophaeus is recognized as one of the most difficult to kill microorganisms when exposed to eo gas. The resistance of the biological indicator to the eo sterilization process presents a greater challenge that the naturally occurring microbial flora on a product (bioburden). A half-cycle method was used to verify that a minimum sal of 10-6 can be achieved during routine sterilization (full-cycle) by inactivation of all bacillus atrophaeus biological indicators contained within each worst case process challenge device placed in a worst case process challenge pack. A half-cycle is a worst-case sterilization process with a gas exposure time reduced by at least half from the routine sterilization full-cycle that was used in the processing of the convenience kits. In addition to the gas exposure time reduction, the presource half cycle validation runs also include additional worst-case parameters as compared to the routine sterilization cycle beyond the requirements of the regulatory standards. Gordonia bronchialis (formerly rhodococcus bronchialis) is an aerobic gram positive/variable coccobacillus microbe that does not form resistant spores. It is a typical environmental microbe that can be found in soil/dirt, water sediment, wastewater, and the general environment. This genus of microorganisms would be significantly less resistant to the validated eo sterilization process than the much more resistant sporeform indicator organism that was used the develop and qualify the sterilization process in the worst case half cycle parameters. The gordonia bronchialis organism would therefore have not survived the validated presource sterilization process and the routine processing of work order (B)(4). All records have confirmed that the convenience kits in this work order were properly terminally sterilized.